Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described blisters under the patient breast area and under the left therapy electrode pad. The patient's physician recommended cleaning the device and to loosen the garment. Follow-up indicated that the blisters were doing better.